Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> no device associated with this report was received for examination. Evaluation of the device by a third-party laboratory identified corrosion on the taper of the femoral head. The articulating surface of the head was also found to be scratched and worn. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot ==> a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, after the revision surgery due to the tumor performed about 10 years ago, the patient underwent another revision surgery because of dislocation. In the revision surgery, the head and cup were replaced. When looking at the removed head, there was a trace of wear at the junction with the neck. The fact that the cup did not have an angle of anterior opening is thought to be a major factor for dislocation, but metal wear debris from the head/neck junction caused the tumor to grow and relax the soft tissue may also contribute to dislocation.